Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 450 mg/dl. Multiple supply changes were performed to address the occlusion alarms. Reportedly, the customer did not have an alternate form of insulin therapy and declined follow up contact from tandem technical support.